Event description:
The customer reported that a filament regulator failure error message displayed on the system.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The system could not complete a filament calibration. The ge service rep removed and replaced the filament driver pcb. He completed a filament calibration on the system. The unit is running as intended.